Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that when opening the intra-aortic balloon (iab), the customer noticed that the one way valve was missing from the package. They also stated that they did not like that the extracorporeal tubing did not lure lock down to the pump as they felt it was a risk to discontinuing therapy. They then mentioned that they felt the iab did not go through the sheath easily due to the pliability of the iab material after evacuation of air from the iab prior to insertion. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).